Manufacturer narrative:
Pump passed displacement test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit was monitored and primed properly during testing. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were stuck on prime loop. Customer¿s blood glucose level was 105 mg/dl. The customer stated insulin was "squirting out" during the manual prime process. Advised customer the insulin pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.